Event description:
It was reported that the left ventricular (lv) thresholds were increasing. The lv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).